Event description:
Siemens was notified on (B)(6) 2012 that after changing to a mosaiq oncology information system from the lantis oncology information system, when the customer uses the hand control to close the jaws back to the downloaded position using (+/-2), the leaves do not go back to the correct downloaded shape. Reportedly, the customer first downloads the treatment field then goes into the room and chooses the option on the hand control (+ / -2) to open the field. After viewing the markings for setup, the customer uses the hand control to close the jaws back to the downloaded position. The leaves intermittently moves to the previously treated field, or moves to a different, random shape. However, the leaves on the console shows all leaves in green, as if they were in the correct downloaded position. There is no report of mistreatment or injury to the patient.

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012 and mailing this MDR on (B)(4), 2012. Investigation of the reported occurrence is on-going and additional follow-up to this event will be submitted upon completion.